Event description:
On (B)(6) 2013, the patient was undergoing treatment for acute cerebral infarction in the middle of the mca. After aspiration began, negative pressure stopped for blood clot occluded. As having the pss054 moved back and forth as instructed in the package insert, platinum tip of the pss054 got bended and met resistance in push-pull motion; therefore, the physician retrieved the pss054 for shape mending and several-centimeters-length stretch was confirmed on the spot approximately twenty-thirty cm from the tip of the pss054. Another new pss054 from the different lot was opened to finish the procedure, tici score was 2a. Physician's comment: resistance was not until the middle way of the procedure. Separator operation was not done forcefully; thus, probably there was no problems in device handling.

Manufacturer narrative:
This device was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded by hospital.